Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopy with treatment of endometriosis, the device jaws could not be re-opened. There was no tissue in the jaws when this occurred. Another instrument of the same type was opened and used to successfully complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). The jaws of the incident device had tissue between them and were stuck shut. The knife is trapped, which kept the jaws from opening. Furthermore, the knife blade is exposed. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.